Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't charge battery) has been confirmed. Upon investigation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem and battery pack.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and battery pack sn (B)(4). The charger was not charging batteries and the battery pack was unable to power on a monitor.